Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause, and the factor of occurrence of phenomena ¿the image flickers. The image disappears¿, could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer that the image from the camera head flickered occasionally. When flickering, the screen was black and there was no image. The issue occurred after a laparoscopy procedure. The therapeutic procedure was completed with the same device without any delay. The patient was not under sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿image flickering, image disappeared temporarily¿ was not confirmed. The device evaluation found the protector at the video connector got detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.